Manufacturer narrative:
The device was not returned to olympus for inspection so the event could not be confirmed. Based on the results of the investigation a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the thunderbeat surgical instrument's seal mode failed due to a damaged insulation pad. The issue was found during a hysterectomy total laparoscopy. The procedure was completed successfully with a back-up olympus device. There was no patient injury or medical intervention associated with this event.